Manufacturer narrative:
The device has been returned for eval. Should new info become available, a f/u report will be submitted.

Event description:
It was reported that the customer experienced high bg levels.